Event description:
The customer reported the coulter hmx analyzer with autoloader was failing red blood cell (rbc) calibration. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found that the rbc calibration factor was out of range. The fse replaced the blood sampling valve (bsv), which resolved the failing calibration factors. The repairs were verified per established procedures. (B)(6).